Event description:
We began using the omni-science 17mm valve in special cases of severe aortic obstruction with very small aortic roots at this hospital in late 1992. Since that time six or seven of these valves have been implanted, almost all of them in elderly women. Two of the valves has been explanted and two others are waiting for explant because of progressive anemia. The problem appears to begin about three months after valve is placed and appears to be in the design of the valve. We believe the second orifice is probably to small in these valves. I would suggest that these valves are unsuitable for implantation in small adultsdevice labeled for single use. Patient medical status prior to event: critical condition. There was multiple patient involvement. Number of patients involved: 4.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - inadequate. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. The device was destroyed/disposed of.